Event description:
A distributor complaint was reported regarding a pump battery that was not charging. There was no information provided about any impact on the customer's blood glucose level. The distributor is awaiting the return of the pump for further examination, but no additional information about the outcome of the event was available.